Manufacturer narrative:
Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(6) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(6) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(6) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(6) market. A corrective and preventive action has been instituted; the investigation is ongoing.

Event description:
Additional information was provided indicating hypopyon and cells in the anterior chamber were confirmed post operatively. An anterior chamber washout was performed. The patient was treated with medication. The symptoms recovered following surgical treatment. Cystoid macular edema was confirmed following a secondary implant procedure. The patient was treated with medication and the symptoms recovered.

Manufacturer narrative:
The customer indicated the use of an approved cartridge, and handpiece and viscoelastic. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The manufacturing investigation has not identified a root cause to date.

Event description:
A physician reported aseptic endophthalmitis following an intraocular lens (iol) implant procedure. The lens was explanted. Additional information was requested.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-(B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(6) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Product evaluation: the product was not returned. The iol product history records were reviewed and documentation indicates the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).